Event description:
Baby noted to have abdominal distention on day of life 7 while on bubble CPAP +5 using fisher paykel mask. Abdominal xray demonstrating pneumoperitoneum. Baby had exploratory laparotomy on (B)(6) 2023 for isolated gastric perforation.